Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that insulin was squirting out during manual prime and the pump had a compromised force sensor system alarm. Customer's blood glucose level was 146 mg/dl. Customer was advised to disconnect from the pump. The pump was not dropped and customer stated that they will use their back-up plan.